Event description:
On 8/26/97, althin medical received a report of a loose header detected during prime. This incident occurred with an altra nova 200 dialyzer. Dialyzer was not used, therefore no patient contact occurred.